Event description:
The technician alleged the brake casters swivel in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake steer caster and the brake caster to resolve the issue.